Manufacturer narrative:
Qn# (B)(4). DHR review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot# 73e2100433, the samples were functionally inspected, and during the inspection issue reported "clip migrates - other" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The applier was used to ligate a central vascular during thoracoscopic upper left lobectomy. The periphery was treated by sealing with an energy device. Then, when the user used the stapler to remove the lung, a staple accidentally bit the peripheral part of the vessel. The user ligated a clip to the peripheral side to prevent massive bleeding. After that, during the procedure in the chest cavity, the clip slipped and there was bleeding from the peripheral side. The user removed the clip and ligated the bleeding part with a suture and completed the procedure. There was no problem with the patient's physical condition.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The applier was used to ligate a central vascular during thoracoscopic upper left lobectomy. The periphery was treated by sealing with an energy device. Then, when the user used the stapler to remove the lung, a staple accidentally bit the peripheral part of the vessel. The user ligated a clip to the peripheral side to prevent massive bleeding. After that, during the procedure in the chest cavity, the clip slipped and there was bleeding from the peripheral side. The user removed the clip and ligated the bleeding part with a suture and completed the procedure. There was no problem with the patient's physical condition.

Event description:
The applier was used to ligate a central vascular during thoracoscopic upper left lobectomy. The periphery was treated by sealing with an energy device. Then, when the user used the stapler to remove the lung, a staple accidentally bit the peripheral part of the vessel. The user ligated a clip to the peripheral side to prevent massive bleeding. After that, during the procedure in the chest cavity, the clip slipped and there was bleeding from the peripheral side. The user removed the clip and ligated the bleeding part with a suture and completed the procedure. There was no problem with the patient's physical condition.

Manufacturer narrative:
Qn# (B)(4). After further clinical/medical review report 3003898360-2021-00530 has been updated to an outcome of serious injury.